Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2141 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported the customer used the device to give radiotherapy to the patient. After one day, the patient's body temperature was found to be elevated, and the blood culture smear of the laboratory department found gram-negative bacilli growth (infection). Combined with the patient's condition, the patient was treated with piperacillin sodium tazobactam sodium for anti-infection.